Event description:
A customer reported a "replace sensor" message upon scanning the freestyle libre 2 sensor after one day of wear. On (B)(6) 2022, the customer experienced symptoms of vertigo and loss of consciousness, and an emergency doctor was called to her home. The doctor measured the customer's blood glucose and diagnosed her with hypoglycemia, however, no treatment was reported. No additional details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.